Event description:
On (B)(6) 2009, the patient reported that approximately one month ago, he attempted to connect a new infusion tubing to the infusion site and he was unable to do so. He stated that it appeared the holes of the connector were not deep enough to click into place. He stated that 2 infusion sets from the box were affected. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.